Manufacturer narrative:
(B) (4).

Event description:
Procedure: sils cholecystectomy. According to the reporter: the customer reports that the distal end of the instrument broke from the instrument. The surgeon had to remove the piece out of the pt. No ill effect to the pt.